Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room for an unrelated reason. Upon device interrogation, their pulse generator exhibited end-of-life. During the change-out, the atrial lead was unable to capture and unable to sense. The physician implanted a new device, and re-used the same atrial lead, while making programming changes to deactive the lead. The patient was in stable condition.